Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Actuator, not able to duplicate issue. Output shaft extended and retracted properly during bench test. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer is stating that the vsr motor is not working correctly, the timing is off. When the patient reclines the chin control does not go back to the proper position and the end user is not able to use his chin control. Per tech the timing is off and it is not working properly. The return fields in oracle state: custom power wheelchairs. Actuator, not able to duplicate issue. Output shaft extended and retracted properly during bench test.